Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it is not possible to tightning the zipfix with the handle. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for one unknown lot number. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.